Event description:
It was reported that during meniscal repair, both t1 and t2 deploy together. The procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported.

Manufacturer narrative:
Two 72202468 fast-fix 360 curved needle delivery system devices returned. The complaint stated: ¿t1 and t2 deployed together.¿ these two devices were returned together in one box identified as c-(B)(4) only. C-(B)(4) was found referenced in the complaint database as the second device on the allegation. The devices shared a box and were not identified with individual complaint numbers. Therefore, they will be evaluated together. The results will be shared. Neither device had t1, t2 or suture returned. There is no permanent damage to the delivery needles. There was puckering and creasing on one depth limiter. This symptom occurs from tissue resistance encountered during probing. Both devices cycled and actuated as expected. Inadvertent twisting or over flexing of the needle track may encourage unintended release or retaining of anchors. No root cause related to the manufacture of the device was confirmed.